Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues with their communicator. Patient described they were having bluetooth connectivity issues, a message to scan the communicator code, no device response, and the handset screen would just circle forever. Patient stated they mentioned this to their medtronic rep, at their last visit and were told to reset the communicator when this occurs; patient noted they are having to reset the communicator constantly. Patient added they have had to restart the handset at times to get the communicator to work. Patient stated last night the communicator flashed green and blue lights rapidly and would not reset. Patient stated they had to let the battery drain on the communicator and go to sleep with their therapy at a higher rate which caused pain throughout the night and the early morning. Patient sent a video of the issue to rep who said they had never seen this before and to call for a new communicator. Patient noted this morning they had charged the communicator and was able to connect through the mystimrc app. Agent reviewed information in detail and walked patient through resetting bluetooth and communicator and unpairing repairing communicator. Patient was able to connect without issue. Agent reviewed communicator sleep mode and closing apps between use and patient became escalated and demanded they be sent a new communicator as their rep had determined that was needed. Agent spent almost 20 minutes on the call with the patient explaining in detail that the communicator did not need to be replaced; however, patient continued to demand one be sent and was combative toward agent. Due to the nature of the call, agent sent request to repair for replacement communicator.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.